Manufacturer narrative:
(B)(4). Info for this case was also sent via MFR report # 2024601-2014-00296 against an unk device. F/u with the physician revealed that all info was against this device file.

Event description:
Healthcare professional reported left side device removal due to "swelling". "Subcutaneous masses", and "alcl". The event of lymphoma-alcl was confirmed by pathology which indicated "cd30: atypical lymphocyte" and "alk1: non reactive".